Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va05uf3, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the first implant didn't work very well from implant. They had an MRI and were told the implant wasn't working very well because the lead was 'an arm's length' away from where it needed to be. No patient symptoms were reported. Patient reported the doctor did surgery again and put a new implant and lead in to fix the issue. No further complications were reported or anticipated.

Manufacturer narrative:
Weight is approximate. Information references the main component of the system and other applicable components are: product ID 3889-33 lot# va05uf3 serial# implanted: (B)(4)2013 explanted: (B)(4) 2014 product type lead information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4) , ubd: (B)(4) 2017, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient reported the hcp did an x-ray and found the wire was not where it was supposed to be. Patient had no further details and stated their hcp had retired. Patient didn't remember their weight at the time of the event, but estimated between (B)(6) pounds. No further complications were reported or anticipated.